Manufacturer narrative:
The customer¿s report that the infusion set leaked at the connection between the tubing and filter (set) was not confirmed. Visual inspection, pressure and functional testing did not detect any leaks in connection with the two returned sets. The tubing and filter (in their as-received condition) were pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. No leaks were observed. The root cause that the infusion set leaked at the connection between the tubing and filter (set) was not identified

Event description:
The customer reported that the infusion set leaked at the connection between what is presumed to be parenteral nutrition tubing (pn) and the filter even though the connection was tight. The patient was an infant. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the infusion set leaked at the connection between what is presumed to be parenteral nutrition tubing (pn) and the filter even though the connection was tight. The patient was an infant. Although requested, no further information has been received.